Event description:
It was reported the device had a problem with cassette detection. There was unknown patient involvement.

Manufacturer narrative:
E1: phone (B)(6) . B3: unknown. One device was received for evaluation. Visual inspection found a swollen dso seal, damaged battery door, and a scratched lens. Functional testing was unable to verify or duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.